Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. It was then reported that under fluoroscopy, there was a kink found in the guide wire lumen of the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 58797, were returned and analyzed. The data files showed at least 7 applications were performed with the returned balloon catheter on the date of the event and system notice 50032 ¿the safety system has detected a compromised outer vacuum¿ was confirmed on one application. Additionally, 14 applications were performed with a different balloon catheter without any issue on the date of the event. Visual inspection of the returned balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test, but the inflation showed the kink on the guide wire lumen under the balloon segment, dissection showed a guide wire lumen kink at 1.39 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.